Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
It was reported that the system was removed due to infection. No symptoms of infection or patient outcome were reported. Additional information has been requested, but was not available as of the date of this report.